Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with two of their sets. The customer states they received no delivery alarms. The customer's blood glucose level at the time of incident was 498mg/dl. The customer states the alarm was resolved a complete set change. The customer would like to return set and reservoir for analysis. The customer was not able to complete troubleshoot at the time of call. The cause of the alarm was unable to be determined. The customer is being set out replacement sets.